Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and deploy the cannula or to determine its root cause. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that when she activated the pod, the cannula did not deploy; however, she did not notice and went to work. The customer became ill later in the day and her ketones measured 4.3 so she went to the hosp.